Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune total knee revised due to infection. All four components explanted and cement spacer inserted. Patient consequence? :yes. Patient consequence description: infected. Action taken for procedure: explant. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.